Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error on the insulin pump. The customer stated that he took the battery out from the insulin pump and received the alarm. The customer's blood glucose at the time of call was unknown. Troubleshooting was performed. Advised the customer that the pump will need to be replaced. Advised to discontinue use of the pump and revert to the back-up plan per healthcare provider's instructions. Nothing further reported.